Event description:
It was reported that failure to inflate and a hole in the balloon occured. A 12.0 x 40, 75cm mustang balloon catheter was advanced. However, it was found that balloon failed to inflate. The device was completely removed and noticed a hole in the balloon. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.